Event description:
During a literature review, a post-operative complication was reported from a balloon kyphoplasty study noting an anterior spinal reconstruction due to cement migration. No further info was provided.

Manufacturer narrative:
Abstract from osteoporos int (2008) 19 (suppl 2): s499-s512 titled: sy23. Balloon kyphoplasty for pts with painful vertebral compression fractures: study. Other. The filling of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.